Event description:
It was reported the patient's generator was interrogated and high impedance was observed. Xrays were reviewed and no issues were able to be confirmed in the images. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgery has occurred to date. No additional relevant information has been received.